Event description:
It was reported that the patient was indicated for a revision due to implant fracture and pain approximately ten years post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01957. G2: foreign: netherlands. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right shoulder demonstrate a reverse total shoulder arthroplasty. Image three demonstrates intact hardware. Image one and two demonstrate fractured humeral hardware at the level of the tray. A fracture of the glenoid baseplate is not definitely confirmed. However, there may be suggestion of a baseplate fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event for the baseplate is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: versa-dial/comp ti std taper cat: 118001 lot:721790. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11. The returned product showed signs of implantation. However, no fracture was identified. Review of the device history records identified no deviations or anomalies during manufacturing. Baseplate returned with no fracture, just signs of being implanted. Additionally, mmi review identified no signs of fracture. As such, no problem was found with the device. The reported event for the baseplate fracture is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was indicated for a revision due to implant fracture and pain approximately ten years post implantation. It was confirmed that the revision did occur approximately 12 months ago. Attempts have been made and additional information on the reported event is unavailable at this time.